Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the therapy was not working and the patient had been seeing their healthcare provider (hcp). The patient had increased stimulation and it still was not working. It was noted the patient had never changed programs since implant, but it was also reported that the patient had changed programs and it still wasn¿t working. The hcp checked the battery voltage and it was fine, and advised the patient to turn off to see if they noticed a change. It was noted the patient hated to explant the device because they were so severely incontinent. When the patient traveled 45 minutes to the doctor, they could not make it to the bathroom in 45 minutes; the patient went to the doctor recently and was all wet. The patient had to wear overnight depends now. The patient still did feel the tingle but it does go away. It was reported the patient would turn off and see if anything seemed to be working. It was noted the patient had multiple surgeries and had their vagina reconstructed 3 times. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.